Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please clarify, was the quality issue experienced with the veraseal dual applicator? Or was the quality issue experienced with the laparoscopic tip vral35? Veraseal dual applicator. Can you please elaborate on how was the tip damaged? During changed with the 35cm tip, but when turned tip down, the tip was damaged and could not be used. Did you experience any connectivity issues? No. Was any leakage or product solution observed at the luer locks connection? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Corrected information: d4: primary UDI number, h3: device evaluated by manufacturer? Additional information: h6: component code, h6: type of investigation, h6: investigation findings, h6: investigation conclusions. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the adapter broken in the area of one luer lock, both luer lock damaged. The spray and drip tip was returned with two (2) airless spray tip. In addition, the packaging opened was returned along with the instrument. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. Results of quality control performed at ig facilities: institute grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch: a04h013711, was performed. The results were found correct and no deviations were detected. Based on the results of the investigation performed by ethicon regarding the returned unit, the damage observed in the luer locks as well as there were no evidences detected during the manufacturing process of the tips and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the product or any of the related components. Considering the damage observed on the returned device it can be determined that the most probable root cause could be related to an improper use of the device. For that reason, we would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The nursing staff started to replace the 35 cm tip, but when they turned it around, the tip was damaged and could not be used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify, was the quality issue experienced with the veraseal dual applicator? Or was the quality issue experienced with the laparoscopic tip vral35? ¿ if the problem was in regards to the laparoscopic applicator (vral35), please provide corresponding lot number and clarify if it is available for evaluation. ¿ can you please elaborate on how was the tip damaged? ¿ did you experience any connectivity issues? ¿ was any leakage or product solution observed at the luer locks connection? Event related to mw # 2210968-2024-04954 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.